Event description:
The physician wanted to modify the pacemaker programmer to vvir mode. However, this programming could not be performed successfully (message: "programming failure" was displayed).

Manufacturer narrative:
(B) (4): since the device remains implanted, the programmer files were reviewed. (B) (4)